Manufacturer narrative:
Per tandem¿s t:slim cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge patient line and luer lock. Reportedly, the customer filled the cartridge with cold insulin. There was no impact to the customer's blood glucose level. Recommendation was made for the customer to change the cartridge and fill the cartridge with room temperature insulin.